Manufacturer narrative:
Insulin pump received with stripped battery coin slot. Insulin pump received with cracked reservoir tube lip, racked battery tube threads, minor scratches on lcd window and scratches on reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she is unable to remove the battery cap on her insulin pump. Customer's blood glucose was 348 mg/dl. She was treated with manual injections. Customer reported she just got out of the hospital for gallbladder surgery, which is what caused her high blood glucose. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.